Event description:
It was reported that the patient's refill date was missed and the patient recalled the pump "beeping." The patient stated "a long time ago when I was in the hospital, it ran past being refilled and I remembered it beeping." The pump contained saline at the time of report and previously was used to deliver dilaudid. It was not clear what the pump contained at the time of the event as the timeline was not clear. Although the hospitalization led to the missed refill, it was not known what the cause of hospitalization was. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n172202027, implanted: (B)(6) 2008. Product type: catheter. (B)(4).